Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported by the patient's attorney as a result of a legal claim that allegedly approximately 2 years post op the patient started to suffer profound pain in his right hip, groin and thigh to the point that he was debilitated by pain and extremely uncomfortable that worsened over time. It is further alleged that on september 6, 2016, he underwent revision with a postoperative diagnosis of "failed total hip arthroplasty and profound trunnionosis" and blood tests indicated the patient "suffered from metallosis or cobalt poisoning".